Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain pelvic'). In an adult female patient who had essure (batch no. C91746), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("chronic, dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("gen. Abnorm. Bleed"), rash ("rash/skin condition"), bladder disorder ("bladder probs."), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine"), chest pain ("chest pain"), skin disorder ("rash/skin condition") and abdominal pain upper ("stomach pain"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, female sexual dysfunction, back pain, menorrhagia, genital haemorrhage, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, urinary tract disorder, alopecia, headache, migraine, chest pain and weight increased outcome was unknown. The rash was resolving. And the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, chest pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, total bilateral occlusion. Satisfactory post essure msg with confirmation of bilateral tubal occlusion. Lot number#: c91746, manufacture date:2014-07, expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic/') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("chronic, dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia"), genital haemorrhage (seriousness criterion medically significant), rash ("rash/skin condition"), bladder disorder ("bladder probs.,"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine"), chest pain ("chest pain") and skin disorder ("rash/skin condition"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, female sexual dysfunction, back pain, menorrhagia, genital haemorrhage, rash, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, urinary tract disorder, alopecia, headache, migraine and chest pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, chest pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: chronic, dyspareunia, dysmenorrhea, pelvic/abdominal, apareunia, back, menorrhagia, gen. Abnorm. Bleed, allergy, bladder probs.,bladder infect.,uti,vag. Infect., vag. Discharge,urinary probs, hair loss, headaches, migraine, chest pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("chronic, dyspareunia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain"), menorrhagia ("menorrhagia"), genital haemorrhage (seriousness criterion medically significant), rash ("rash/skin condition"), bladder disorder ("bladder probs.,"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), urinary tract disorder ("urinary probs"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine"), chest pain ("chest pain"), skin disorder ("rash/skin condition") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, female sexual dysfunction, back pain, menorrhagia, genital haemorrhage, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, urinary tract disorder, alopecia, headache, migraine, chest pain and weight increased outcome was unknown, the rash was resolving and the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, chest pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Satisfactory post essure msg with confirmation of bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 19-feb-2020: pfs received lot number was added. Event "weight gain, stomach pain were added. Outcome of event "stomach pain" was updated as recovered and "rashes" was updated as recovering. Lab data, reporter information and patient aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.